Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The additional information provided by the optometrist, who indicates that seven days following an intraocular lens (iol) implant procedure, a patient experience eye pain, decreased vision. The patient developed clouding of the vitreous, hyperemia and anterior chamber flare approximately two weeks later. No bacterial testing was performed. The patient was treated with an oral steroid and steroid injection. According to the optometrist's comments, the patient was not compliant with the physician's instructions and failed to take the prescribed eye drops postoperatively. It does not seem that the iol contributed to the event. Additional information was provided by the physician, who reported that the patient originally had vitreous clouding even before the surgery. The postoperative inflammation has been recovering. The patient remains on medication. The causal relationship remains unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the physician, who reported that the patient was also treated with oral antibiotics, steroid and antibiotic eye drops. Approximately two weeks following the implant procedure, the patient developed hyperemia, corneal edema, fibrin, anterior chamber cell and flare. The outcome of the event has recovered.